Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to perform geometry movements. The fse performed troubleshooting and reviewed system log files, which revealed that the amc triple servo drive was defective. To resolve the issue, the fse replaced amc triple servo drive, reloaded software and recalibrated related positions, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.